Manufacturer narrative:
Part changed from 04.503.226.01c to unknown screw - matrix midface since it was unknown whether the actual part was 04.503.226.01c or 04.503.226.04c. UDI:(01) unknown (10) lot unknown, UDI unavailable. This report is for unknown matrix midface screw/unknown lot number. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient information not available for reporting. (B)(4). Device malfunctioned intra-operatively and was not implanted / explanted. Device is not expected to be returned for manufacturer review/investigation. (B)(6). Number 510k#: unknown. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: during surgery the screw break between head and the threads. It was reported that the screw was replaced with a 5mm screw. Only one screw was broken. Fragments were generated but none of them left in patient. The screw is in the litter, so no investigation will be done. Prolonged surgery time ca 30 minutes. This complaint involves one part. This report is 1 of 1 for com-(B)(4).